Event description:
--

Event description:
Boston scientific received information that high shock impedance measurements greater than 125 ohms were detected by this device on a non boston scientific transvenous lead. The physician is aware of the measurements and no remedial action has yet been taken. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
This product experience is additional information that should have been related to MDR report # 2124215-2011-15257. A supplemental report under 2124215-2011-15257 has been submitted with this information.